Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found that ¿normal impedances were measured on all circuits and electrode pair combinations¿ when tested with a known good lead in a 0.9% saline solution. There was ¿no anomaly¿ found with the ins.

Event description:
It was reported the patient¿s ¿symptoms on the right half of the body came back.¿ the patient¿s symptoms had reportedly ¿surfaced without any trauma.¿ impedance testing was performed and found ¿low impedance on the left side of the system¿ on electrodes 0-3. Troubleshooting of the patient¿s system found the patient¿s extensions were ¿ok.¿ after the patient¿s implantable neurostimulator (ins) was replaced; however, the impedances were found to be ¿in the standard range.¿ it was noted the patient¿s symptoms on their right side had only returned until the replacement of the ins. There were not any physical abnormalities of the ins noted during the replacement. A supplemental report will be filed if additional information is received.